Manufacturer narrative:
A device evaluation is not possible as the device was discarded by the user. If further information becomes available, the agency will be notified.

Event description:
It was reported that the quick clip hx-202ur broke during a procedure. The customer stated that during the procedure, as the sheath and clip exited the scope (while in the body), one clip completely fell off with the spring and arms in 2 pieces. The device was discarded by the user.